Event description:
The facility reported a colleague infusion pump (uim software (B)(4)/collegaue (B)(4)) with an unspecified problem involving the pump head module. During device evaluation, the baxter technician discovered an inoperative stop button on the pump head keypad. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is in the process of being evaluated. A follow-up report will be field upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.